Event description:
It was reported that prior to use foreign matter was found on catheter tip with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: before use at operation room, blue fm was found on the catheter tip.

Manufacturer narrative:
H.6. Investigation: seven photos and one sample was received by our quality team for evaluation. Black foreign mater was observed on the returned photos. Visual inspection of the sample showed a mixture of black material, blue fiber, and clear transparent fiber foreign matter on the catheter tip. Therefore, the investigation was able to confirm what the customer experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sample was sent for fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. While the results showed that there was no good match available in the library for the black foreign matter, the best match is cellulose-based compounds. The results for the clear transparent fiber showed a reasonable match with cellulose based compounds as well. Cellophane is a derivative of cellulose. Plants, wood, paper, and other similar materials are also composed of cellulose. The pobable root cause of these foreign matters is that they were likely transferred from the manufacturing environment during the assembly process. The results of the blue fiber showed a reasonable match with poly(ethylene terephthalate). This is a thermoplastic polymer resin and is used in synthetic fibers, beverage, food and other liquid containers. This also matches with the fiber in the smocks worn in the manufacturing environment. The smock material might have degraded due to frequent use and washing. The most probable cause is that these loose fibers dislodged and may have transferred during production to material and was deposited onto the catheter tubing. The old smocks have been replaced to a new one to minimize loose fibers from transferring into the manufacturing environment. There are in-process and out-going inspections in place to check for foreign matter. For this batch, no foreign matter was observed and no quality notifications were raised.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was found on catheter tip with a bd insyte IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before use at operation room, blue fm was found on the catheter tip.